Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during the loading process using multiple cartridges. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.